Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (250 mg for 14 days, route and frequency was not reported) and amikacin injection (125 mg for 14 days, route and frequency was not reported) for the event. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information : it was reported during follow up that the patient has recovered and treatment for the peritonitis event were discontinued. Should additional relevant information become available, a supplemental report will be submitted.